Event description:
Philips monitor module in one of the patient rooms stopped working and the screen went black with no waveforms. Screen suddenly went black for no apparent reason and staff was unable to bring back the waveform without replacing the whole module.